Event description:
It was reported that there was air up the line and into the bag inside the cassette. The event occurred in the hospital during use with a patient and device was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. This file was originally incorrectly filed under registration number mrn 9617604-2025-00079. The date of that submission was 01/27/2025.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-02508 for details pertinent to this event.

Manufacturer narrative:
Please disregard the earlier supplemental report indicating that this complaint was filed under an incorrect registration number. After conducting a review, we have confirmed that this is the correct registration number.